Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
B5 should include that the patient presented for an in-clinic follow-up, that isometrics were performed and that no noise was noted nor reproduced and no failure to capture noted, as well as that no further intervention was performed and the patient will be further monitored. H6 should by "unexpected diagnostic intervention" for the health impact code.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. The patient then presented in-clinic for lead testing. Isometric testing was performed, and noise was not noted nor reproduced, and no failure to capture was noted. No further intervention was performed, and the patient will be further monitored. There were no patient consequences.